Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra delivery microcatheter include, but are not limited to, hematoma or hemorrhage at the site, acute occlusion, emboli, embolus (air, foreign body, thrombus, plaque), vessel spasm, vessel thrombosis, thrombosis dissection, vessel perforation or rupture, intracranial hemorrhage, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "endovascular treatment of medium and large intracranial aneurysms with large volume coils: a single center experience" (saal-zapata et al. 2022). In this single center retrospective review, thirty-three patients with ruptured and unruptured intracranial aneurysms were treated between november 2017 and september 2019 using penumbra coil 400s (pc400s), a penumbra coil detachment handle (handle), a px slim delivery microcatheter (px slim), a neuron max 6f 088 long sheath (neuron max) and a guidewire (0.014¿). One patient who underwent a coil embolization procedure to treat a ruptured paraclinoid aneurysm using a px slim and pc400s and experienced intraprocedural thrombosis of the parent artery. The patient was treated with mechanical thrombectomy with the stent retriever with an uneventful clinical evolution. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.